Event description:
I use abbott labs freestyle lite diabetes test strips to help control my type ii diabetes. The past two lots of test strips have given me an abnormally low reading, and several times I found my self having symptoms of high sugar levels, when my readings were around 100. I contacted abbott labs about the first batch on (B)(6) 2010 and they sent me a replacement batch. As soon as I started testing with these replacement strips, my glucose levels returned to my normal average - 120-130-. But on (B)(6) 2010, I purchased a new batch and immediately the tested glucose levels were in the abnormally low range again -95-109. I believe that some of these tests strips are not giving the correct reading. Dates of use: (B)(6) 2010. Diagnosis or reason for use: type ii diabetes.